Event description:
It was reported that the device was presenting invalid syringe size alarm. No patient injury was reported.

Manufacturer narrative:
Evaluation of the returned device showed invalid syringe size found in ehl. Unable duplicate. No problem was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).